Event description:
Related MFR. Report#: 3006705815-2019-01947; related MFR. Report#: 3006705815-2019-01948.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-01947. Reference manufacturer report number: 3006705815-2019-01948. It was reported that the patient was experiencing ineffective stimulation due to high impedances. X-ray imaging did not reveal any issues. Surgical intervention is pending.